Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation procedure, out of range, high voltage lead impedance was observed on the lead. Lead breakage was suspected. Lead was not implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.